Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-243a, mmt-332a, mmt-1884l. Troubleshooting was performed and confirmed customer received insulin flow blocked alarm. Customer confirmed insulin did not exit during 5u fill cannula or pump alarmed. Customer re-attempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. No harm requiring medical intervention was reported. No product return is required for mmt-243a. No product return is required for mmt-332a. No product return is required for mmt-1884l. Customer will discontinue using the pump.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm or unexpected bolus delivery anomalies noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that on 05/30/2024 04:29:21.000 through 06/08/2024 13:56:00.000 constant no delivery alarms were recorded. However, no alarms noted during testing. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Force sensor zero offset within spec(22.6mv). Unit may have had an intermittent failure not detected during our testing. No physical damage noted during visual inspection. In conclusion customer concerns were not confirmed. Unit was tested successfully and no unexpected or constant insulin flow block/no delivery alarms noted. Unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.